Manufacturer narrative:
Siemens is currently conducting a thorough investigation of the reported events. At this time a root cause has not yet been determined. Following the reported event, a siemens service engineer evaluated the system, performed system testing and replaced the gantry universal master rotator. The system is currently operating within specifications and no errors have been reported. A supplement report will be filed at the close of the investigation.

Event description:
It was reported to siemens that the customer performed the routine daily shutdown on the definition as system. It was reported that the system did not restart correctly, however, table movements were active. Immediately following, a trauma patient was positioned for a scan but the mode could not be loaded. During this time, the patient suffered a code and required CPR. The table was successfully removed from the gantry, however, due to the loss of reset, the table height could not be adjusted. The attending physician was able to climb on top of the table to administer CPR to the patient, however, it was reported that the patient passed away. The patients medical condition prior to the scan was unknown.

Manufacturer narrative:
After a thorough investigation, it was determined that a technical error at the beginning of the startup phase occurred. Based on a firmware version mismatch as a single event, the umar locked the scan function for safety reasons. This reaction is specified and prevents patients from unnecessary applied dose due to scan abort. The CT scanner will start scanning function only if all functions and components pass the startup. The functionality of positioning and registration of a patient, even if the scanner is not in "ready to go" state, is specified and within normal operation mode. The user recognized not being able to load scan modes and initiated a "reset". The "reset" function is not sufficient for retesting the internal communication as this is part of the complete shutdown and restart with "init". The user then chose to shut down after the reset. The CT scanner works as specified and did pass the complete "startup" phase successfully this time.